Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise which was being oversensed and resulted in the patient receiving one inappropriate shock. Technical servies (ts) discussed possible causes and recommended further testing and programming to secondary if viable. Ts recommended to replace the system if secondary is not an option. At this time, the system remains in service. No adverse patient effects were reported.